Manufacturer narrative:
Findings: unit had constant failed bat test alarm after the battery was inserted due to corroded bad battery tube. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify unexpected off no power alarm/unexpected battery power loss, unexpected no delivery alarm or unexpected motor error alarm due to failed batt test alarm. The motor was tested outside of the unit and passed. Unit had cracked battery tube threads, minor scratched display window, cracked case at display window corner, and a stained end cap sticker.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 100-150 mg/dl at the time of the incident. The customer stated that the drive support cap appears normal. The customer stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting was completed and the displacement test passed. The customer also reported getting failed battery test. During troubleshooting, it was found that the battery compartment was damaged. The customer also mentioned getting no delivery alarm and off no power alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.